Event description:
It was reported that the tip of the screwdriver broke while in use on a pt. The tip of the screwdriver was retrieved. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual and optical examination of the screwdriver confirmed the fracture of the tip. It appears that the fracture started at the bottom at one of the two slots in the screwdriver tip. The fracture surface looks quasibrittle in nature. The fracture mode seems due to excessive bending / torsion of the screwdriver. A review of the device history records did not identify any applicable non-conformance to spec.